Manufacturer narrative:
R good faith effort (gfe), clarification for the "turbine" has been determined to be the blower assembly. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) hospital (B)(6) phone (B)(6) .

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a blower issue. It was reported there was no patient involvement at the time the issue was discovered. Per case notes, it was stated that the "ventilator does not deflate". Onsite inspection determined there was a "turbine" malfunction. A replacement of the "turbine" components had resolved the reported issue. Investigation remains ongoing.